Manufacturer narrative:
The lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The lens was prematurely ejected from the cartridge during insertion into the eye. There was patient contact (no patient injury). The lens got stuck in the cartridge. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: it was confirmed that there was some patient contact; however, there was no vitrectomy or incision enlargement. Device available for evaluation? Yes, returned to manufacturer on 1/20/2017. Device returned to manufacturer ? Yes . Device evaluation: visual inspection at 10x microscope magnification was performed. Loose particles were observed on the sample which is indicative of handling the lens out of the sterile environment. A residue of viscoelastic (ovd) was detected in the optic zone. The lens was observed in its entirety. No manufacturing defects were observed in the lens optic body or in the haptics. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.